Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of replace system controller and no external power alarms were confirmed via analysis of the submitted log file. The submitted log file contained approximately 30 days of data ((B)(6)2023 ¿ (B)(6)2023 per the timestamp). The log file captured intermittent replace system controller alarms associated with backup mcu faults on (B)(6)2023 from 04:39:39 to 04:10:06, at 06:20:37, from 06:30:28 to 06:45:06, and on (B)(6) 2023 at 02:48:45. The alarms resolved on their own each time they activated. The log file also captured no external power alarms on (B)(6) 2023 at 06:23:51 and at 06:50:53 due to both system controller power cables being disconnected from power. The alarms resolved once the controller was reconnected to an external power source. The system controller backup battery supported the system during the losses of external power without any issues. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if replace system controller alarms resolved, and if any products would be returned for analysis; however, no response was received. The root cause of the reported replace system controller alarms could not be conclusively determined through this analysis. The root cause of the reported no external power alarms was determined to be both system controller power cables being disconnected from external power at the same time. The serial number of the system controller was not reported with the event. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including replace system controller, no external power, backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-01413.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had several low speed advisories with elevated powers that seemed to have resolved. There were also replace system controller alarms that were accompanied by elevated powers. The patient had a history of elevated ldh. The patient denied dark colored urine but did not produce much urine due to end stage kidney disease (esrd) and being on hemodialysis. The log file captured low speed events on (B)(6) 2023 while using the mobile power unit (mpu). A couple times in the log on (B)(6) 2023 low voltage/no external power events were noted and appears that both power leads were disconnected causing these alarms. It was later communicated that the patient was seen in clinic and had low speed advisories. A short to shield was suspected.